Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Subsequent programming interventions were made. There were no patient consequences.